Manufacturer narrative:
The investigation is still in progress. (B)(4).

Event description:
During an atrial fibrillation procedure, it was reported that bad sensor was being displayed on the carto 3 system. The lasso 2515 nav eco variable catheter was replaced and the issue resolved. The procedure was completed with no patient consequences. On (B)(6), failure analysis lab found a white foreign material stuck underneath ring # 2 on the proximal side of the device. Due to this finding, this complaint became reportable. Awareness date changed from (B)(6) 2013.